Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that she woke up in the middle of the night and her blood glucose was 447 mg/dl. Customer stated that she did a correction. When she woke up, her blood glucose was 135 mg/dl. Customer stated that she went to eat 16 carbs. Customer stated that the pump started to take 1.1 units and the active insulin was 2.1. Customer stated that the bolus wizard was wrong and she did not want to overcorrect with the bolus. Customer stated that her active insulin time is 3 hours and her sensitivity is 60. Customer did not want to become low due to the bolus. Customer stated that the bolus wizard did seem right based on the high blood glucose and carbs.